Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00123 on 07-apr-2023. Additional information (11-apr-2023): the customer informed siemens that no stat samples were affected. The event caused a delay in testing and reporting the sample results. The length of the delay was four days. The customer provided a list of tests that were ordered on the affected sample ids: sample ID (B)(6): crea_2 (creatinine) and etg (alcohol) sample ID (B)(6): crea_2 (creatinine), etg (alcohol), thc (cannabinoids), and coc (cocaine metabolite). Siemens evaluated the atellica sample handler prime system files (trace logs and controller logs) and observed no hardware issues or errors that would cause a barcode misread for sample ID (B)(6) to (B)(6). The investigation of files concluded that sample ID (B)(6) was not on the system or process. Sample ID (B)(6) was successfully identified at 11:56, processed without error at 12:03, and returned to the sample handler output rack. Siemens noted that if a duplicate barcode is identified by the system, it automatically returns to the output error/incomplete rack. The file reviewed shows the vessel mover module (vmm) being paused and stopped by the operator, resumed, and initialized properly at 11:48. There were no correlations between the vmm being in a stopped state and causing a barcode misread. The system is operating as specified. No further evaluation was required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens assisted the customer and reviewed system files, and the vessel mover module (vmm) and atellica sample handler prime were at a stop at the time of the event. Siemens is investigating the event.

Event description:
The customer alleges that an atellica sample handler prime system, with serial number (B)(4), processed the wrong patient sample tube. The customer informed siemens that the system software displayed the analyzed sample ID (B)(6) even though the sample tube (B)(6) and (B)(6) were on the output rack. The customer tried loading the sample tube ID (B)(6) and noted the sample was flagged as duplicate. The customer stated that repeat testing was eventually performed on the same system, and the repeat results were correct because they were generated on the correct tube. The customer did not provide details of the tests or results that were obtained. There are no known reports of patient intervention or adverse health consequences due to the reported event.